Event description:
It was reported to philips that the device's geometry movements were partly available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the user used another device to complete the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry cannot move. Upon troubleshooting, fse tried to use the tableside control module and found it could not control geometry. While checking the hardware and software of geo ipc, it failed to boot up intermittently. To resolve the issue, fse replaced geo ipc. The defective geopc was returned to philips for failure analysis. The cause of the failure was determined to be a power supply issue. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.